Event description:
It was reported that a patient experienced a revision surgery to the right hip due to prosthesis wear. The surgeon removed a 28 mm femoral head, 48 mm cup and a 28 mm liner. The devices were received and examined, the cup and liner were found to be competitor devices. There is no allegation of device problem or malfunction. No additional information has been provided.

Manufacturer narrative:
In review of labeling there is a listed contraindication for use as a patient's age, weight, or activity level could cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Device specific risks include information that excessive wear of the implant components is secondary to impingement of components or damage of articular surfaces, there is possible detachment of the coating(s) on the components that could potentially lead to increased debris particles. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of poly wear, with the subsequent right hip surgical revision it is most likely related to the patient's underlying conditions and the advanced age of the femoral head implant. This device is used for treatment, not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 23 years ago. Pending revision of a right hip due to poly wear.